Manufacturer narrative:
Visual examination identifies that an electrical short circuit presented during use as was reported. It was also confirmed that fluid leaked had presented. Based on evaluation of the device it appears, that the most likely cause of the device short circuiting was the presence of irrigation fluid on the pc board. Evaluation of the device found that fluid had entered the unit and went past the motor seal and entered into the housing. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture. Review finds no other complaints have been reported to date for leakage and/or short circuit for this production lot of 1,440 units. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a hydrosurg irrigator was used in the or during a 2 hour laparoscopic robotic hysterectomy procedure. The hydrosurg irrigator was functioning normally and was used for approx. 1-hour with 1,000 ml of lactated ringers irrigation fluid used. The power switch was moved to the off position. The unit was needed later in the procedure. As reported when the hydrosurg irrigator was switched back to the on position, the device short circuited. The user noted a spark and flame within the case housing. The hydro-surg housing is attached to an IV pole and is away from the sterile field and not in direct contact with the patient or the surgeon. The device was then removed from service. There was no patient or user injury or harm that presented.